Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: on (B)(6) 2012, surgeon noted on x-ray that the locking caps at l1 were completely unscrewed and the rod was visible outside of the screw body. On (B)(6) 2012, 8 weeks postop, surgeon noticed on l1 gestation that 2 of the locking caps had completely dissolved and migrated from the screw body. Reduction was lost and necessitated revision surgery. On (B)(6) 2012 patient underwent revision surgery and the entire construct was removed, as the two fractures were determined to be stable. Surgeon experienced difficulty removing the posterior right pedicle, due to hardened cement in the screw head. A short rod piece was removed with the locking cap and subsequent removal of the screw. This complaint pertains to the 2nd revision surgery. This is report 1 of 1 for complaint (B)(4). Additional classification codes mnh, mni, kwp, kwq. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and investigation revealed that at one of the 3d heads, the thread lead was sheered. Furthermore one other thread was deformed at a locking cap. Additionally, the use of the matrix locking cap in the mirs body does not correspond with the op technique. The cause is unknown; it is likely that an offset of the screw led to tension and was the cause of the damage. No product fault could be detected. The manufacturing and material documents show no deviation of our specifications.

Event description:
Patient was originally treated for an l4 fracture with spinal canal narrowing. Patient instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps and 2 rods. On (B)(6) 2012 patient developed an osteoporotic compression fracture at l2 and underwent revision surgery. Patient was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws and 2 rods.